Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high/undefined pacing impedance, numerous short v-v intervals, and oversensing with noise was observed on the right ventricular (rv) lead. The lead was suspected to be fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.